Event description:
The customer contacted philips to report that the battery was not getting charged. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.